Event description:
It was reported by the customer that the device would not recognize the ac mains input, the ac mains led was not illuminated. The reported problem is indicative of a failure of the device to operate on ac power. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The root cause was determined to be due to a failure of the power supply assembly. After replacing the power supply assembly, proper operation was confirmed and the device was returned to the customer. The removed assembly was not returned to physio-control for evaluation. Further root cause of the reported failure could not be determined.